Event description:
The implant failed due to pt bone condition. Fixture was placed at #36 and removed after 1 month.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no information on medical condition of pt.